Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient harm.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-12845. The report was submitted in error.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump needs new main board. No patient injury reported.